Event description:
On (B)(6) 2024 a patient received 0.75cc of revanesse lips+ into their lips. Prior to injection the patient received chlorhexadine mouth rinse and compounded lidocaine 23% + tetracaine 7% topical anesthetic applied to their lips and therefore into their mouth. The patient also had a lip injection with the same product in (B)(6) 2023 with no issues or adverse events. During the injection the injector felt that the lips "blanched" very easily and appeared "more irritated". These concerns resolved by the end of the injection and there was no concerns or adverse events at the end of appointment. The injector was confident that there was no "vascular occlusion". At a follow up visit 4 weeks later it was noted that the patients lips still "looked swollen". There was not pain, no angioedema or signs of allergic reaction, no nodules and no inflammation. The after photos show a lower lip that is similar in size and shape to the pre photo. The upper lip is filled to a size larger than the lower lip, which is not a natural or pre filler state. The vermillion border is not swollen or distorted and the lip creases / wrinkles are still present. Product can be seen thru the epithelium of the upper lip. There are no signs of edema or an allergic reaction. My clinical opinion is that this case does not represent an adverse event but rather an excessive volume correction of the lips. The excess volume may also have caused brief compromise of the vascular flow, which would cause the blanching seen at the time of injection. If the patient is concerned with the increased volume of the lips it can be easily corrected with hyaluronidase. Internal report number: (B)(4).